Event description:
The customer observed architect i200sr analyzer error code 1006 (unable to process test, background read failure). The customer was unsure of which reaction vessel (rv) lot was in use when the error was generated, and was instructed to remove all the rvs in the analyzer and replace with a different rv lot. The customer completed all the recommended troubleshooting procedures and the issue was resolved with a new rv lot. There was no impact to patient management.

Manufacturer narrative:
(B)(4), suspect medical device, lot #: reaction vessel lot 71448p100, manufacturing date: na concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited a high pacing impedance measurement. All other lead measurements are in the 500 ohms range. Technical services (ts) recommended bringing the patient in and troubleshoot with a programmer. No adverse patient effects were reported. Additional information indicated that there were no out of range measurements seen through the device when it was checked in-clinic the following day. The local field representative indicated that no x-ray was performed and there were no performance allegations reported. The patient will resume normal follow-up visit.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional lots: 71448p100, device manufacture date: 11/25/08, 70565p100, device manufacture date: 11/4/08. Expiration date: na architect i1000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.